Event description:
During routine testing of the device at the service center, the user reported the card edge contacts a1 and b1 of the local network interface board were narrower than all other card edge contacts. Since the event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.